Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high and unstable thresholds and loss of capture. The pacing lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.